Event description:
Pt had orthoscopic procedure. Instrument used for placement of suretac suture. Instrument tip broke off in pt's shoulder. Surgeon had to open shoulder to retrieve broken piece and repair shoulder.